Manufacturer narrative:
Device received for this event is being corrected from fri plus step screwd 5.5/l 10 catalog # 32360461 to fri op-set impl d5,5/l10 catalog # 32450361. This is a follow up report for this corrected information.

Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. The device was not evaluated because the issue is a known inherent risk of the device. We will continue to track and monitor the trend.

Event description:
It was reported that a patient experienced a dental implant loss. Also reported was osteolysis and periimplantitis.

Manufacturer narrative:
Device received for this event is being corrected from frialit plus impl d5,5/l10 catalog # 36-2461 to fri plus step screwd 5.5/l 10 catalog # 32360461. This is a follow up report for this corrected information.